Event description:
During the nurse of a ureteroscopy with laser, the surgeon was using the laser fiber on the renal calculi and in the course of active laser use, he asked the vendor why the laser was not working. He tried a few more times by depressing the foot pedal to figure out that for some reason the fiber was not working appropriately. At that point, the fiber was tracked back over the leg of the pt to the machine and noted to be broken at the point of contact over the pt's leg. This resulted in holes being burned in the drape. The drape was immediately anywhere on the pt's leg. A new fiber was opened and the case continued. No pt injury.